Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after tka surgery had been performed on an unknown date, the patient experienced a breakage of the journ art ins bcs std 7-8 lt10 post. This adverse event was solved by a revision surgery on (B)(6) 2024, in which the poly insert was replaced. The current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photographs were reviewed and revealed that the insert's post is fractured. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in the warnings and precautions section that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. According with material specification, the quality and manufacture of polyethylene shall be controlled. This material is used in the manufacture of surgical implants and instruments, and can be considered surgical grade. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.